Event description:
The customer reported that the system had a communication failure error message. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and cable were replaced and the 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.